Manufacturer narrative:
Based on additional information received, the event is no longer a serious injury. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the surgery for the rectal prolapse and the trial patient¿s spinal cord injury occurred prior to the trial evaluation. The cause of the patient not feeling the stimulation was due to their spinal cord injury. No further actions were performed as the clinic did not want the trial patient raising the stimulation past a certain level. It was reported the not feeling the stimulation on any program was not resolved and it was noted the trial evaluation failed for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had a mucus discharge and noted on a program they felt the stimulation on the tip of their penis which correlated to them an increase in urgency. The program was changed as a result. The patient stated that they had bladder leaking and that they thought ¿stim is automatically by itself¿. The following day the trial patient reported they did not like the simulation on program 1 and noticed more urinary incontinence. The patient had a spinal cord injury and was hoping to have urinary improvement because of the injury. Information received on (B)(6) 2017, the trial patient reported they changed to program 2 but did not feel the stimulation. Other programs were tried but they could not feel the stimulation on any of them. They also could not increase the stimulation past certain settings. The patient stated that they had stomach issues and hoped for better results as they had no urinary relief at all. They noted with their spinal cord injury they had stool more often in the lower colon since starting the trial evaluation. They also mentioned they had more gas than usual. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2017, it was reported that the trial patient felt they would do better on a different setting and noticed no improvement with fi symptoms. In the past 24 hours, they had 11 bowel movements (bm) with 10 accidents but mentioned it may be due to medication they just started taking. The patient contacted their doctor and was told to stop taking the medication. The patient had not had a bm so far since stopping the medication. Also, the doctor looked at the trial device and changed the batteries. The patient noted only the amplitude was increased and no program changes were made. It was also reported the patient had surgery to repair rectal prolapse, along with medication, to help with constipation. The patient was assisted with switching to program 1 at amplitude of 1.0 but felt no stimulation. They increased the stimulation all the way up but felt no stimulation. Information received on (B)(6) 2017, reported that the trial patient did not have a bm on saturday and their bm today was runny. The program was changed back to program 3. They still had runny bowels on (B)(6) 2017. There were no further complications reported or anticipated.